Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with a sensor. The insulin pump suspended when her blood glucose level was 400 mg/dl. The sensor and blood glucose level readings were off by about 100 points. The customer was not feeling well. The customer bolused to treat her high blood glucose level but it did not come down. The customer visited the hospital three years ago and caused her to throw up 60 times due to a high blood glucose level. The device was not returned.